Event description:
The customer reported that 4 doses of kcl 20meq/50mls were ordered to be returned over 1 hr each for an ICU pt with a potassium level of 3.2. The nurse hung the first dose at 0515 as a secondary infusion on an existing kvo normal saline line. The nurse noted at 0600, that the kcl bag was empty even though "pump still showing more to infuse." The pt experienced heart rate up to 140's, blood pressure to 170's, however, it is unk because the pt also underwent an extensive dressing change procedure during that time. The customer stated that no add'l event or pt info is available. The pumps and tubing were exchanged. The biomed tested the devices and they all were found within specification.

Manufacturer narrative:
(B)(4). Although requested, the set has not been rec'd. A f/u report will be submitted with failure investigation results should the device be returned for eval.